Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to synchronize, which located on clinic. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synchronized. The customer also informed that the station was on synchronization but stuck for 45 minutes at the synchronization screen saying retrieving 122. A technical support specialist (tss) and field service engineer (fse) reviewed the current network settings and confirmed it was set to auto negotiation updated the configuration to half duplex. The fse then re ran the synchronization and reported a significant improvement in performance. The tss then advised the customer to contact support if any further issues occur, and the steps were completed in accordance with the applicable knowledge article (ka) pyxis es server reboot process and validation. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to synchronize, which located on clinic. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.